Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a product development investigation and device history record review were performed for the subject device (holding sleeve-long for matrix, part number 03.632.036, lot number 6676662). The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 4.6mm x 2mm ¿ calipers ca94). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured to the current drawing revision, after these changes were applied (mfg 19-dec-2011). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was initially reported that during the middle of an open matrix lumbar fusion level 1 on (B)(6) 2016, it was noticed that the screwdriver sleeve tip (distal end) was chipped. Another screwdriver sleeve tip was used for the procedure. Due to significant torque being exerted, the long matrix screwdriver shaft was stripped. It was reported it was from normal wear and tear. Another screwdriver was used to complete the case successfully. There was no surgical delay. The screwdriver sleeve which was reportedly chipped was initially determined to be non-reportable based on the available information. The instrument was returned to the synthes manufacturer for investigation and it was revealed that the threaded tip was found to be broken and was missing a segment. Based on this additional information, this event/condition was re-evaluated and was determined to be reportable for product malfunction. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was initially reported that during the middle of an open matrix lumbar fusion level 1 on (B)(6) 2016, it was noticed that the screwdriver sleeve tip (distal end) was chipped. Another screwdriver sleeve tip was used for the procedure. Due to significant torque being exerted, the long matrix screwdriver shaft was stripped. It was reported it was from normal wear and tear. Another screwdriver was used to complete the case successfully. There was no surgical delay. The screwdriver sleeve which was reportedly chipped was initially determined to be non-reportable based on the available information. The instrument was returned to the synthes manufacturer for investigation and it was revealed that the threaded tip was found to be broken and was missing a segment. Based on this additional information, this event/condition was re-evaluated and was determined to be reportable for product malfunction. This instrument was reported as report 1 for (B)(4). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: the corrections made in medwatch report follow up #1 (mw-(B)(4)) were submitted in error. The information reported in the initial medwatch report was correct. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).